Event description:
It was observed that during the device evaluation, there were remnants of white crystallized contamination believed to be a simethicone type product within the air/water channel of the colonvideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the photo button was not working, the light cover glasses adhesive is worn, optical cover glass adhesive is worn, distal end cap is worn, distal end adhesive lifting, worn switch head, suction connector has water ingress, the right angle is not to specification, angle play, and electrical safety test fail. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, the root cause of the event was unable to be determined. The foreign object could not be identified. The foreign substance is likely simethicone. Due to leakage from the scope connector, proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause prevention measures are described in patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.